Event description:
A patient underwent a therapeutic procedure for treatment via hemostasis in the colon. The date of the event is unknown. The clip was released at the target site. The clip would not stay at the target site due to a poor grast of the clip on the tissue. Two subsequent attempts resulted in the same issue. Please note associated complaints: 6000048-2006-00092 and 6000048-2006-00093 (attached). The procedure was successfully completed with use of another competitor's device. The patient did not sustain any reported complications or ill effects as a result of the deployment issue. Patient condition is noted to be `ok'.

Manufacturer narrative:
Upon investigation it was noted that the clip assembly was deployed and not returned with the device. The bushing was located out of the over sheath approx 0.25" from the distal end. The yoke was not present and the ball end of the control wire was separated. In addition, a kink was noticed in the coil near the handle. The DHR investigation revealed no deviation of the device specifications, production process specifications, the qa procedure and specifications. All other acceptance records demonstrate the device was mfg in accordance with the device master record. No root cause could be determined; the complaint could not be verified since the device appears to have been fully deployed.